Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448mg/dl. The customer had symptoms such as and treated with manual injection. Customer's blood glucose value was 269mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, to check for site issues and for device settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.